Manufacturer narrative:
The root cause of this event cannot be determined with the available information. Minimal details regarding this explant was provided. The device was also not returned for evaluation. However, there has been no indication or allegation of a product malfunction and/or deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Requests for additional information from the healthcare provider are currently in progress. If any new information is received, a supplemental report will be submitted accordingly. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this bioprosthetic valve was explanted after an implant duration of four (4) months due to unknown reasons. Another valve of the same model, one size larger was implanted in replacement. No other information was provided.